Manufacturer narrative:
The fse went back on site and performed preventative maintenance. The adapter converter, catalytic converter, oil mist filter, and vacuum pump oil were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by advanced sterilization products, or its employees that the report constitutes an admission that the product, advanced sterilization products, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Asp complaint ref #: (B)(4).

Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿trending analysis of the odor/smells issue for the sterrad® 100s unit was reviewed for the prior six months from open date and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low.". The adapter converter, catalytic converter, oil mist filter, and vacuum pump oil were not returned for further evaluation. The assignable cause of the odor/smell is likely due to the adapter converter, catalytic converter, oil mist filter, and vacuum pump oil. The fse replaced the parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
A field service engineer was dispatched to the customer site and identified that the unit had not had preventative maintenance performed for quite some time. The fse cleaned the oil mist filter and advised the customer that preventative maintenance is overdue and recommended. Initial reporter phone #: (B)(6). Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of an odor or smell emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.